Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/28/2024, it was reported by a patient via email that an arthrex internalbrace and arthrex fibertak sutue anchor were implanted in (B)(6) 2022 during an ankle procedure. The patient is now experiencing an allergic reaction, and the surgeon suspects it may be related to the arthrex implants. The patient is requesting the material composition of the implants for allergy patch testing. A sales representative also reports the patient started to experience rashes near the ankle as well as other parts of the body. The surgeon does not believe the reaction is due to the implants; however, the patient consulted a dermatologist who does think is related. The patient had a left ankle arthroscopy with extensive debridement, secondary lateral ligament reconstruction, partial excision of the distal fibula, and os trigonum excision. No further information was provided. Additional information received on 3/13/2024: the procedure took place on (B)(6) 2022. During the procedure, an ar-1788j-cp internalbrace implant system, ligament augmentation repair, biocomposite, with jumpstart dressing, and (2) ar-8990st fibertak dx suture anchor with 1.3 mm suturetape were implanted.